Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: ail alarm detailed inquiry description accumulated ail alarm during norepinephrine drip infusion. Rn removed and re-inserted tubing. Per rn, there were no visible air bubbles in tubing. Norepinephrine continued infusing. Infusion was interrupted earlier in the day for the same reason. When I returned to obtain tubing, nurse had thrown it away. He stated another pump had an air in line alarm without visible air. Infusing normal saline continuous. Resolved by unloading and re-loading tubing. Both pumps listed. Tubing lot number from stock. Sar and csam aware, do not notify customer. Patient involved in the inquiry event yes description of the patient event patient hemodynamically unstable. During ail alarm, blood pressure decreased possibly due to interruption of infusion. Patient injury or death no was medical intervention necessary no was therapy incomplete, incorrect or interrupted yes describe therapy interrupted as described above. When did event occur during therapy was machine alarm triggered yes describe type of alarm ail alarm no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains passed internal testing. No sample was provided for evaluation. Based on the data from the investigation, the reported defect was unable to be confirmed. A possible root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.